Event description:
Possible false negative. Abnormal cells found outside 22 fields of view. No trigger cells present to prompt a full scan of the slide. No delay in pt diagnosis as the abnormal cells were found during routine qc.